Manufacturer narrative:
(B)(4). Related record for inaccurate readings: (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the patient had an appointment with his doctor (unrelated to dexcom device). He suddenly lost consciousness in front of the doctor's office. No symptoms were experienced by the patient prior to passing out. The patient stated that before they went to the doctor¿s office, they performed a fingerstick, and the cgm reading was 50 mg/dl, and the blood glucose reading was 280 mg/dl. When the patient passed out, no fingerstick was taken. The patient was told after by the people that helped him, that the cgm reading was low, but no specific cgm reading was reported. The patient did not remember hearing an alert for a low reading. The patient was given juice by the staff of the clinic, and no further treatment was reported to have been needed. When the patient went home and did a fingerstick, the blood glucose reading was high, but no specific reading was reported. At the time of the report the patient was still experiencing hyperglycemia, was not feeling well, and refused to provide more information regarding the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.